Event description:
Company is refusing to disclose the side effect of a product to doctors. If a pt has infection, the inflammation is horendous, disfuguring. Requires 2 weeks of oral steriods. Doctor sent pt to a dermatologist who said had seen this problem several times. Company is greedy and have students to answer phone calls. The cost of the product is $400 and doctors only make $100.00 out of it.